Manufacturer narrative:
It was reported that the ventilator's expiratory volume was dropping. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the issue was not reproduced during on-site visit. The device passed all performance tests and was returned to clinical use. No part was replaced. The customer did not clarify exactly what did they meant by expiratory volume was dropping, however the provided device's logs confirm occurrence of volume issues before reported date of event. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator generated several alarms: airway pressure high, peep low, respiratory rate high and expiratory minute volume low. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as it may lead to insufficient ventilation or no ventilation to the patient. There was no patient harm. The root cause of the reported alarms has not been determined. There is no indication of a ventilator malfunction at the time of the event.

Event description:
It was reported that the ventilator's expiratory volume was dropping. There was no patient harm. Manufacturer's ref #: (B)(4).